Event description:
Family member of home pt (hp) reports imcomplete prime of pt line home choice set. Family member reports hp was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention required per family member of hp.